Event description:
It was reported to philips that the flexvision monitor was unable to display live images.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was aborted and carried out on another system. A philips field service engineer (fse) inspected the system onsite and confirmed the ny power supply in the b-cabinet was faulty. A review of the system logfiles confirmed that during an examination the ¿x-ray exam room live¿ signal disappeared from the flexvision-pc input at 15:14:41 , confirming the reported malfunction. The fse replaced the defective single-phase power distribution unit (sp) in the b-cabinet and returned to philips for analysis. The analysis confirmed soldering issues caused during conventional pcba production. After replacement, the flexvision display functionality was restored and system was returned to use in good working order. The codes were updated based on the investigation outcome.